Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of pseudoarthrosis. Status post prior anterior cervical fusion c5-6. The patient underwent removal of c5-6 plate with partial vertebral body resection at the c5-6 level, followed by interbody arthrodesis using graft and anterior plating. Per op notes, "..the center position of the graft had rhbmp-2/acs placed within. Laterally to the graft rhbmp-2/acs was used as well. .." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.